Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer successfully primed the air bubbles from the tubing and resumed insulin deliveries. Customer's blood glucose level was 390 mg/dl.